Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd emerald syringe 2ml ls foreign matter in unit package. The following information was provided by the initial reporter: upon picking up the sealed 2ml syringe, there was a dead bug found inside the packet. This was the second time this was found within the space of a week.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 307727 and lot number 2310150. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, an insect was clearly observed within the blister package. Although we were unable to identify an exact cause, it is most likely that the insect resulted from an error in the good manufacturing practices with the manufacturing facility or an issue with the raw materials used. We have reviewed the plague control report from august and september 2023 and no abnormalities were observed. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Training will be performed with the applicable manufacturing operators to raise awareness for this defect. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.